Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on a monitor due to physical damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery was extremely physically damaged. The battery was received in pieces. The root cause for the damaged battery was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor due to physical damage.